Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to dislodgement. A new ra lead was successfully implanted. No additional adverse patient effects were reported.